Manufacturer narrative:
No further information regarding the patient was provided. No harm to the patient was reported and the patient was released from the hospital before treatment was initiated. Instrument data, testing data, and patient samples have been requested from the customer and will be analyzed as part of the complaint investigation.

Event description:
A customer reported that a patient with gross hematuria was tested using the quanta flash gbm lot 244340 and high positive results were reported on initial and repeat testing. The patient was admitted to the hospital due to the positive results with a plan to proceed with plasmapheresis and immunosuppressive therapy. Before the treatment was initiated, retesting was performed using an alternative method (type and manufacturer not reported) and the gbm result was negative. The patient was sent home without therapy.